Manufacturer narrative:
Additional information: product analysis :after visual review no evidence was found that would a defect in manufacturing of the implant. The instrument appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during surgery to remove hardware, the surgeon noted that both set screws were partially and completely backed out where they joined the iliac connector to the iliac cmas. Reportedly, the surgeon commented that although he had lots of experience with iliac cmas but he had never seen this happen before. Product came in contact with the patient. Patient complications were unknown. No treatment or additional surgery was performed as a result of this event.